Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 409 mg/dl. Customer was treated with manual injection. Customer was using auto mode feature at the time of event. Customer stated that there was no air bubble or leak. Customer did not allege insulin pump for under delivering. Customer did high pressure test and it was passed. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.